Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited low amplitude signals. The system was tested in clinic with no vectors passing via an automatic setup. An x-ray was performed confirming this electrode had migrated. This electrode is expected to be repositioned at a future date. This electrode remains in service. No adverse patient effects were reported.